Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing, loss of capture, inhibition of pacing, high out of range impedances of greater than 2000 ohms and inappropriate shocks and was found to have been fractured. As a result, the patient underwent a revision procedure, and the device was implanted on the other side of the patients body and was given two new leads. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
This lead was partially surgically abandoned; therefore, the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual observation confirmed that the lead was returned severed 18 cm from is-1 pin; and only the proximal segment was returned. There were sets of setscrew markings noted on all terminal connectors, and no observed fractures. This damage was determined to be procedurally induced. The returned segment of lead showed no conductors fracture, passed continuity test.